Event description:
Lead blew up while charging - oral-b [device battery explosion] case narrative: female consumer via e-mail stated that the lead of their oral-b toothbrush blew up while charging. No injury was reported. 19-sep-2024 follow up via pictures: the suspect product was oral-b rechargeable toothbrush handle 3771. The suspect product lot was bh93040347. No injury was reported.

Manufacturer narrative:
31-oct-2024 product investigation results (only investigation of production records): no failure could be identified as a result of the investigation

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Lead blew up while charging - oral-b [device battery explosion]. Case narrative: female consumer via e-mail stated that the lead of their oral-b toothbrush blew up while charging. No injury was reported.

Event description:
Lead blew up while charging - oral-b [device battery explosion]. Case narrative: female consumer via e-mail stated that the lead of their oral-b toothbrush blew up while charging. No injury was reported. 19-sep-2024 follow up via pictures: the suspect product was oral-b rechargeable toothbrush handle 3771. The suspect product lot was bh93040347. No injury was reported.

Manufacturer narrative:
20-dec-2024 product investigation results: no failure could be identified as a result of the investigation.